Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified left anterior tibial artery (ata). After a guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, the dilatation was unable to confirm under fluoroscopy. The device was removed and it was tried to inflate outside the patient's body. The balloon ruptured in which pinhole shape was found. The procedure was completed using another 1.5mm x 20mm x 142cm coyote¿ es mr balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. Microscopic examination revealed the balloon has a pinhole at the markerband. There is tip damage. There are numerous shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that there was no segment of the balloon detached inside the patient after the balloon ruptured. The patient's status was stable.